Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The stent delivery system was returned for analysis in a guide catheter. A visual examination of the stent found that the proximal end of the stent was damaged and bunched with the stent moved in a distal direction over the distal markerband. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damage was noted. The device was soaked in waterbath at 37 degrees celsius in an attempt to remove the device from the guide catheter. After soaking the stent was removed from the balloon in order to attempt to withdraw the device from the guide catheter. However it was not possible to remove the device from the guide catheter. The balloon was expanded slightly using an encore inflation device in order to examine the balloon. A pinhole leak was noted at the proximal end of the balloon. The inflation device was verified before and after use. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. Due to the device being stuck in a guide catheter it was not possible to inspect the shaft polymer extrusion. A 0.014'' guidewire was inserted into the device through the distal tip and no resistance was felt. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-dec-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 32mm x 3.0mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage, stent movement on balloon, and balloon pinhole.